Manufacturer narrative:
H10: the lot history review was performed. The device was returned to bd for evaluation. The investigation confirmed for retraction issues, balloon detachment, and break. The definitive root cause was not determined. The device is labeled for single use. H11: g1, h6(device code, method, results). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that model va8088 dilatation catheter experienced a retraction problem and a detachment of device or component. This event was reported from a single source. This event involved a patient with no reported injury. The patient was a 65 year old male weighing 169 lbs.

Manufacturer narrative:
The one device belonging to the sole complaint is expected to be returned to bd for evaluation. The company is still investigating the issue at this time.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that model va8088 dilatation catheter experienced a retraction problem and a detachment of device or component. This event was reported from a single source. This event involved a patient with no reported injury. The patient was a (B)(6) male weighing (B)(6).